Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the blower motor was replaced to address the issue. Additional information received from the third party service center states the sensor board was replaced to address the issue. The components were returned to the manufacturer's quality assurance laboratory for further investigation. No malfunction of the blower motor was observed. The root cause of the sensor board failure was due to the control pressure sensor (mt3) being out of tolerance.